Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic. The pulse generator exhibited ventricular noise reversion episodes. The noise could only be reproduced when the patient pushed on the sjm representative's hand. The device was reprogrammed and the patient would be monitored. Following reprogramming, the noise could not be reproduced.